Manufacturer narrative:
The device was returned in a manner unsuitable for investigation.

Event description:
The clinician reported that almost 2 months after the immediate dental implant was placed in ada site 27 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported pain, implant mobility, inflammation and bone loss in this patient with fair oral hygiene. There were no reported post-operative complications.